Event description:
A customer reported to baxter (B)(4) that dripping from patient line after priming was observed. The home patient (hp) needed to change the cassette and solution. There was patient involvement however no injury reported associated to this issue.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak, where dripping occurred from the patient line after priming. There was no report of use error or issues that might have caused the alarm. Sample evaluation of a returned companion sample did not duplicate the alarm. A batch review was performed, which revealed no issues and no deviations from standard procedure. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.